Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue; the programmer was left powered on for days without powering down, and there were no errors related to powering down found in the logs. It was found that the micro processor unit (mpu) printed circuit board was electrically out of specification, but it was unrelated to the reported issue. It was also found that the upper and lower case halves, right display hasp, power cord bay assembly, keyboard, and right keyboard hinge were broken.

Event description:
It was reported that the programmer shut off and would not power back on. The programmer has been returned for repair. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.